Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The instrument was inspected and no problems identified. Fse successfully performed volume verification. Instrument is working as expected, no repairs were necessary.